Event description:
In 2007, the hospital reported to our sales rep that three recent pts had developed pseudomonas infection during the week of the event date, which they believed resulted from the use of a karl storz flexible cystoscope. They reported that two of the pts were hospitalized as a result of the infection.